Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed,16x3.5mm, concentric, de novo target lesion with a less than or equal to 45 degree bend was located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. Following predilatation with a 2mm x 12mm maverick balloon, residual stenosis was 70%. While advancing a 3.50mm x 16mm synergy stent significant resistance was encountered. Following stent deployment, a dissection was noted at the distal part of the lcx due to calcification. A 16mm x 2.75mm promus element stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.